Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the completion of therapy was delayed 6 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: october 28, 2021 - october 29, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.